Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following deployment, a fluoroscopic image indicated no distal flow beyond the manta site. Contralateral balloon angioplasty was applied, partially restoring the flow. The physician chose to deploy a covered stent, completely restoring distal flow, although a cta image indicated a small dissection above the stent. Dissections are a potential sequela in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. The physician mentioned the guidewire must have been tacking the dissection up and chose to insert a second covered stent. Patient outcome post-procedure was well. There is believed to be no device failure, the device was successfully implanted. The root cause of the blocked flow is likely due to the formation of an occlusive dissection flap likely disrupting the blood flow.

Event description:
It was reported that: "manta deployed as per IFU. Post-fluoroscopic image demonstrated no distal flow beyond manta/complete obstruction. Contra-lateral wire inserted, mustang balloon 5x100cm restored partial flow and then advanta 7x38mmx120cm (covered stent) , distal flow restored. Additional information: during a tavr procedure, ultrasound was utilised to gain higher access in the right common fmeoral artery. Vessel size was 7mm with no reported calcification. Measured depth for the manta was 3+1. Both heparin and protamine were administered during the procedure. After the covered stent was deployed to retore flow the consultant reported that a small dissection remained above the stent. The wire must have been tacking it up. One more stent was inserted, and the patient was reported as good.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "manta deployed as per IFU. Post-fluoroscopic image demonstrated no distal flow beyond manta/complete obstruction. Contra-lateral wire inserted, mustang balloon 5x100cm restored partial flow and then advanta 7x38mmx120cm (covered stent) , distal flow restored. Additional information: during a tavr procedure, ultrasound was utilised to gain higher access in the right common fmeoral artery. Vessel size was 7mm with no reported calcification. Measured depth for the manta was 3+1. Both heparin and protamine were administered during the procedure. After the covered stent was deployed to retore flow the consultant reported that a small dissection remained above the stent. The wire must have been tacking it up. One more stent was inserted , and the patient was reported as good."